Event description:
It was reported that this right ventricular (rv) lead had a high impedance measurement that was greater than 2000 ohms. Noise oversensing was also observed. Monitoring options were discussed with technical services. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.